Manufacturer narrative:
(B)(4).

Event description:
During the implant procedure, after proper responses were seen from the patient, multiple impedance checks revealed random impedance problems. After 10 checks, the physician tried a new neurostimulator. This did not resolve the problem. A new lead was placed on the opposite and the lead functioned properly. There were no impedance issues. There were no patient injuries and the patient recovered without sequela.